Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and thirst. Once at the hospital upon removal of the pod the adhesive was found to be loose and the pods cannula had been dislodged from the infusion sit (abdomen), as well as bent. The patient was treated with intravenous fluids as well as insulin and antibiotics. The patient was discharged from the hospital after 2 days.